Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic bariatric procedure, on the transection of the tissue, the device did not fire. The surgeon was able to pressed the green button but was unable to squeeze the handle. Opened a new reload to complete the procedure. There was no patient injury.